Event description:
Lap chole: "while doing a lap chole, the clip wouldn't close shut when it was discharged from the clip applier. The clip stayed open."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.